Event description:
The customer contacted physio-control to report that their device display was flickering and would turn off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. However, the root cause was unable to be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer has not been able to provide any further information. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display was flickering and would turn off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.